Event description:
Healthcare professional reported a rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening extended on the posterior and underweight. A microscopic analysis was performed which identified: one opening sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. The device has been explanted. This record relates to the right side.